Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there was a loss of therapeutic effect. When the patient was seen on (B)(6) 2019, the device was off and they were reprogrammed. When they were seen on (B)(6) 2019, the device was on and medications were modified. This event was noted to be related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction it was reported that the patient had urinary retention, urgency and frequency. It was further explained that on (B)(6) 2019, patient had the device reprogrammed and since then the patient had not seen any change in his symptoms and on (B)(6) 2019, patient came to the health care professional office and the device was checked and it was on. Patient medications were modified and the doctor recommended considering botox but that it would result in more problem with bladder emptying. No further complications noted or anticipated.